Event description:
It was observed during the device inspection, that the video system center exhibited no image due to a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the facts obtained from the investigation, it was determined that [the picture is fuzzy and has lines] and [loss of image] occurred due to printed circuit board failure and video connector lock failure. In addition, as to cause of failure, it was thought that stress due to heat or humidity affected circuit board, fatigue caused by repeated operation, or external strong impact led to failure, but it could not be identified. Based on the facts obtained from the investigation, it was determined that [screen and liquid crystal display panel frozen] occurred when turned the power on due to printed circuit board failure. In addition, as to cause of failure, it was thought that stress due to heat or humidity affected circuit board led to failure, but it could not be identified. Olympus will continue to monitor field performance for this device.